Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the screw would not tighten on the ins. The rep reported that the pavement device was connected to a lead, audible clicking could be heard when tightened with that wrench included in the packaging. It was noted that the surgeon tugged on the lead gently so that they could ensure the device was correctly connected and lead slipped out with ease. The surgeon repeated tightening and tugging 3 times, and for all the three times with the audible click , the lead came out with ease. The rep noted that at that time, they suggested for the patient's safety to open a different ins and finish the procedure. An out of box failure was reported. It was noted that issue was resolved by the time of the report. No environment/external or patient factors that may have led or contributed to the issue were reported. It was mentioned that the device/ins in question was collected using an aseptic technique and stored for return/shipment.

Manufacturer narrative:
Analysis determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the set screw of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.